Event description:
The patient reported experiencing a low blood glucose (bg) event on (B)(6) 2026, during which she became unconscious and required emergency medical assistance. The patient stated that paramedics arrived, supervised their for approximately 30 minutes, and administered intravenous fluids. The patient reported that their bg level was 25 mg/dl as measured by paramedics. The patient also stated that prior to the event they had observed inaccurate readings from their abbott freestyle libre l2+ continuous glucose monitor (cgm), noting a fingerstick bg of 118 mg/dl followed approximately 30 minutes later by a fingerstick reading of 25 mg/dl, while the sensor was reading 101 mg/dl. The patient further reported that they believed the pod did not pause insulin delivery during the low bg event but was unable to confirm whether they were in automated mode or whether the cgm readings were below 60 mg/dl at the time. The duration of pod wear was not specified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.